Event description:
I'm writing in regard to the freestyle 3 plus continuous glucose monitor produced by abbott. I'm a type 2 diabetes patient trying to get my diabetes under control. It was suggested to me to try a continuous glucose monitor by a whole health counselor I'm being treated by from the (B)(6). I'm not on insulin, and don't want to be, so I'm paying out of pocket for these continuous glucose meters as the (B)(6) will not cover them unless I'm taking insulin. Since I've started using them they have routinely failed to give accurate glucose readings, being 40 to 50 points low every time I've compared the readings with my finger stick meter. After 3 sensors not one of them has lasted the 15 days they claim to last. I had one that made it 9 days which was the longest time functioning, and one lasting 2 days which was the quickest failure. I have researched other users experiences with these monitors and found these failures are quite common. Contacting customer support in order to find a resolution gets me more defective sensors sent to me, but they too are defective. I find it terrifying that these monitors are supposedly being used in conjunction with insulin pumps for some people as my experience with them would certainly lead to an insulin overdose due to inaccurate readings. I'm very disappointed the FDA would approve of the use of medical devices with such glaring problems, and a bit angry that the continued use will quite probably lead to deaths from these faulty devices. I consider this to be a true failure of the FDA, a branch of government which is supposed to protect citizens from exactly this type of situation happening. Please let this issue be known to continuous glucose meter users. Reference reports: mw5171860, mw5171861.